Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Complaint device received consisting of driver and swivelock screw while the self punching titanium eyelet and traction suture were not returned for evaluation. Evaluation of the returned device reveals the swivelock screw to be damaged at both distal and proximal ends. Distal damage is characterized by flattened lead threads while the proximal thread has threaded into the drivers outer abs plastic sleeve. The metal drive shaft was observed to be undamaged. Complainant's event typically caused by not inserting the device coaxial to the pilot hole, use of excessive force and/or improper bone preparation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was initially reported that during a shoulder procedure the anchor pulled out from the driver after insertion. The tip remained in the patient. The doctor noticed this after the patient was closed. He had to go back in to insert another anchor to ensure everything was secure. Follow-up: it was reported that during an arthroscopic shoulder procedure, as the surgical team was closing up the patient, it was noticed that the body of the implant was still on the driver. The blue sleeve of the driver had enveloped the last two threads of the implant causing it to remain on the driver. The surgeon performed an x-ray and could see the metal self-punching tip and the tip of the implant in the hole. He then re-opened the patient and inserted another one into the same hole overtop to secure the repair.